Event description:
After insertion of the pulsar-18 t3 self-expandable stent system, the tip fractured during delivery. The guidewire was used to remove the fractured part and another stent was used for the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the still image from the angiogram provided were reviewed. The still image of the angiogram show clearly the separated tip in the left iliac region of the patient. However, the fracture of the affected device during the procedure is not shown. The affected device was returned for investigation. The outer shaft has not been retracted, and the stent was not released. The device inner shaft has fractured directly proximal to the tip. A visible spiral-shaped cut has been detected at the fracture site, which has most likely been induced during the fabrication of the supplier's component. The dimensions of the shaft components comply with the specification. The stent could not be released during investigation due to dried blood residue. The handle is undamaged and shows no irregularities. The root cause for the reported event is most likely related to the manufacturing process of a component produced by a supplier. The relevant internal departments were informed about the investigation results. The supplier of the affected component was informed and acknowledged the complaint.

Event description:
After insertion of the pulsar-18 t3 self-expandable stent system, the tip fractured during delivery. The guidewire was used to remove the fractured part and another stent was used for the procedure.